Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had broken battery tube threads. No moisture damage noted on electronic assembly or on motor.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed button error. The customer was unable to clear the alarm. The customer's blood glucose was 315mg/dl. Advised the customer to revert to back up plan.